Event description:
Whipple. Slcr55b reload was fired and partially stapled only 40% of the distal staple line and came apart. Surgeon oversewed staple line.

Manufacturer narrative:
Summary: from the icr report: surgeon stated that the distal 40% of staples line from the 3rd firing came apart. Clamping mechanism rotates without issues. When dlu was fired into 3 layers foam, it produced well formed staples. When dlu was fired on 6 layers of foam, it produced underformed staples at the distal end. Therefore, it appears dlu was fired on tissue thicker than specified in IFU.